Event description:
"(B)(6) submitted a medwatch report ((B)(4)). The (B)(6) risk management director reported that a pt had complained to it's sleep lab personnel of burns on the face at the site of electrodes during the course of a sleep study. The director also noted an investigation concerning the disinfectant used to sterilize the equipment. The risk management director later submitted an amended medwatch report speculating about the possible relationship between the pt's burns and the potential location of the head straps of a resmed mirage swift. Subsequently, after contact from the pt's attorney, resmed became aware that the pt had suffered superficial partial thickness burns to her cheeks after electrodes were placed for a sleep study. Neither the separate electrodes nor the device described as a resmed mirage swift were returned for eval."